Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure a slitter was unable to cut the inner catheter. A second slitter was used and the new slitter advanced the cut; however, it was unable to completely cut the catheter. A third slitter was used to finish the cut on the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis was performed and no anomalies were found. However, the mechanical operation of the catheter was damaged and the mechanical operation of the catheter shaft was bent. The catheter was damaged during use. The slitters were not returned with the catheter. The condition of the slitters could not be determined. The catheter was returned with several kinks and one partial separation that occurred during the attempted implant. Spiral slitting does not appear to be a factor regarding the difficulties described in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.